Event description:
Customer initially reports that when switching power on makes strange noise and smells a little bit like burning. (B)(6) 2013: dealer reports procedure performed was cardiac surgery, and was not delayed, no harm was done. No further information available.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.